Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was due to contamination on the ca board causing intermittent contact to the battery. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A patient received an inappropriate shock. Motion artifact contributed to the false detection. The response buttons were pressed after the event. The patient went to the hospital for further evaluation and continues to wear the lifevest.